Event description:
Pt wanted to take a shower at 3:30am and was attempting to place equipment into shower bag when he disconnected both power leads from system controller and became syncopal and struck head. This is a least the 5th time patient has disconnected.